Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with pacing inhibition and was symptomatic. The clinician was unable to interrogate the pacemaker. No device change out procedure was noted in the patient's history, so the chronic device was still thought to be implanted. It was noted that the device is four years past the nominal longevity. Boston scientific technical services stated that the device was likely past its end of life and advised the clinician to attempt a magnet rate to determine if there was any battery life remaining in the device. The boston scientific sales representative was unable to obtain any additional information. The device remains implanted in the patient.